Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states,"loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Device remains implanted.

Event description:
Patient has been indicated for revision due to an axle backing out of the femoral component. No revision has taken place to date.